Manufacturer narrative:
A complete lead was returned in one piece. The helix was noted to be partially extended and clogged with dried body fluids. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a device implant procedure. During the procedure, it was noted that the right atrial (ra) lead could not be fixed when positioned in the right atrium. A new lead was successfully implanted. The patient was in stable condition.